Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause. The engineers reviewed the archives and it showed the top of the head cut off in the exam. Insufficient information to determine the root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure on (B)(6) 2018. It was reported that the surgeon stated that he initially did feel accurate, but when navigating, the system was showing that the surgeon was more anterior and inferior than it actually was. A cerebrospinal fluid (csf) leak occurred, but the surgeon was able to repair it in the same surgery. The additional time of surgery to repair the leak is unknown.

Manufacturer narrative:
Patient age or date of birth not available at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon stated that he initially did feel accurate, but when navigating, the system was showing that the surgeon was more anterior and inferior than it actually was. A cerebrospinal fluid (csf) leak occurred, but the surgeon was able to repair it in the same surgery. The additional time of surgery to repair the leak is unknown.

Manufacturer narrative:
Patient age or date of birth not available from site. If information is provided in the future, a supplemental report will be issued.